Manufacturer narrative:
(B)(4): eval: results, conclusion: (lesion morphology). Eval summary: a pinhole of 0.3 mm wide was identified in the proximal part of the balloon.

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat a lesion located in the peripheral vasculature. However, it was reported that when the balloon of the admiral xtreme device was inflated to 8 atms it failed to maintain pressure. Upon removal from the body it was noted that the balloon had a pinhole. Another admiral xtreme device was used to complete the procedure. No health hazard was caused to the pt and no other clinical sequelae were reported.